Event description:
It was reported by a neurology office that a vns patient had high lead impedance. The patient is going to be referred for full revision surgery. No surgery date has been set at this time. X-rays may be taken but will not be sent to the manufacture for review. The patient did not have any obvious trauma prior to their high impedance being attained.it was noticed by their treating physician that they had been slightly different since february. If surgery is performed attempts will be made for further product return for analysis.

Event description:
It was reported that the patient underwent generator explant on (B)(6) 2014. It was reported that the patient did not experience any trauma prior to the high impedance. It was unknown if the device was programmed off after the high impedance was observed. It was reported that the patient requested that the device be explanted. The generator was received for analysis on (B)(6) 2014. Analysis of the generator is underway, but has not been completed to date.

Event description:
Additional information was received that the patient went to a surgical consult. It was reported that the patient was seen with their caregiver who did not know anything about her seizure history with the vns and couldn't tell the surgeon if there was any benefit she was getting because she has lennox gastaut. The doctor reported that x-rays may show that there is an issue with the pin. X-rays have not been reviewed at the manufacturer. Confirmation of a pin issue has not been confirmed. Good faith attempts are being made for further details about the reported event. Thus far no further information has been attained.

Manufacturer narrative:
(B)(4). Generator product since pin issue is now suspected to be the cause of their high lead impedance.

Event description:
The patient's surgeon thinks there may be a pin issue causing the patient's high lead impedance. X-rays have not been sent to the manufacture for review. At this time no surgery date is planned, but is likely.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution.

Event description:
Analysis of the returned generator was completed on 02/20/2014. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the available programming and diagnostic history showed high impedance was observed on (B)(6) 2013. Review of the internal device data revealed that high lead impedance (impedance value - 13241 ohms) occurred on (B)(6) 2013. The previous impedance value was 4855 ohms, indicating that high impedance may have been fluctuating and occurred earlier than (B)(6) 2013. The last known normal diagnostic results were observed on (B)(6) 2011. Diagnostics were not performed during surgery since the patient was being explanted.

Manufacturer narrative:
The initial report inadvertently reported the age incorrectly.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.